Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, multiple non-sustained rv oversensing episodes were observed during patient's hospitalization. Premature ventricular contractions were undersensed on the discrimination channel resulting in non-sustained rv oversensing. No subsequent episodes were recorded. The patient will be monitored closely.